Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 162 mg/dl. The customer states don¿t have an extra battery replaced battery this morning still has a black screen states looks like a bar code. Troubleshooting was performed for blank display and noticed but still goes black. The customer performed self-test and it did pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.